Event description:
The system was originally returned with no info and the atrial lead subsequently tested out of specification during MFR's analysis. Add'l info was received that the pt developed thrombosis of his left subclavian vein subsequent to a scratch and cellulitis of his left forearm. The pt did well off and on, however, later developed ecchymosis around the pacemaker pocket, which ultimately culminated in erosion. The system was explanted. No further pt complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No info to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: vnh001823v, outer insulation breached (clavicle-rib crush); full lead returned. 0176283647, no anomalies found. Pja032113v, no anomalies found; full lead returned.